Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to resolve issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.